Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 565mg/dl. The customer stated that she was vomiting and her blood glucose would not go down with the insulin pump or manual injections. The customer was in an accident and she was driving at time of the accident. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.